Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the first of two implant complaints, see manufacturer report for the remaining complaint : 3011649314-2019-00251 ((B)(4)).

Event description:
It was reported that the mini o-ball implant failed. The bone grade is noted. As grade ii. The patient has a history of edentulous dentation, there are not other medical or dental history prior to implant. The patient presented on (B)(6) 2018 for implant placement on tooth #7. On (B)(6) 2019 the patient returned for a follow up appointment. Upon exam, the provider notes an infection and the device "broke off within the bone." It was at that time the device was removed with forceps. The patient current status is noted as "good."

Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there was no stock product available for review. Investigation methods/results customer did not return the complaint part for investigation. Root cause: the root cause cannot be explicitly determined. This complaint will be kept on record for tracking and trending purposes.